Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient had a stroke. The hcp wasn't sure if it was related to the device/therapy or not. They stated the stroke happened probably within the last day or so. There were no further complications reported.